Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the target lesion had no tortuosity, no calcification and was 90% stenosed. It was an ami case. After pre-dilation, the vision was delivered and inflated; however, it ruptured at the first inflation at 8 atm. The stent implant was implanted at the lesion; however, as it had expanded insufficiently, another company's dilatation balloon was delivered and used for post-dilatation. The procedure was completed. No effects were reported to the patient. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Results and conclusions summation - product performance engineering reviewed the incident. Balloon ruptures can be affected by balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, lesion calcification and tortuosity, or insufficient preparation prior to use. Reportedly, the target lesion was 90% stenosed, which may have contributed to the reported balloon rupture. It is likely that the balloon material was damaged during interaction with other devices, and/or lesion calcification, such that the balloon ruptured below rated burst pressure. A conclusive cause for the reported balloon rupture could be determined.